Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 201 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.